Event description:
It was reported that the patient presented with aggravating heart failure and the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with suspected premature battery depletion. The physician noted the ICD will be replaced when the patient's condition is stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).